Event description:
It was reported by service reported that the footboard display is erratic. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.